Manufacturer narrative:
Summary of eval: the mfg documents, the inspection protocol and the raw material certificate of the affected devices were reviewed and no deviation from specification was noted, therefore a mfg or material related issue can be excluded. There is no similar complaint reported within the same lot#. The returned cortex screw was broken near the tip. At the fracture site, marks of the blade of forceps were found. It was stated in the complaint description that a non-stryker plate was used. Therefore a deviation from user instructions took place and the complaint event is regarded as not device related. This is the same pt/event as MFR report numbers: 8031020-2011-00148, 00235 and 00236

Event description:
It was reported that on (B)(6) the pt underwent an unanticipated revision surgery because of cortex screws breakage (the first surgery was on (B)(6)). The breakage of the screws occurred on (B)(6) in a no-load status for the pt. The sales rep noticed that 6 screws were broken. The screws were used with a not stryker titanium nine holes plate.